Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. In the course of the analysis, multiple signs of wear along the lead body were noted. In particular, the distal end of the lead including the lead tip and shock coil was found covered in calcified tissue. It cannot be excluded that the calcification had impact on the electrical peculiarities reported in the complaint text. Furthermore in the distal area, near the shock coil the insulation was rubbed through. This damage most likely resulted from mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve together with strong ingrowth and calcification should be taken into account. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 98 months, an increasing pacing impedance and an increasing pacing threshold were reported.